Event description:
The facility's hospital representative reported an infusion pump with an 810:11 failure code on channel a and channel b. The representative reported to baxter customer services that it is unknown whether or not the device was in use on a paitent when the failure occurred. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved, tube product code or the set up of the infusion device. Additional contact information was requested but no contact was provided.